Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose level and tape was not sticking. It was reported that the customer had high blood glucose level of 33.0 mmol/l at the time of incident. It was reported that the customer put a sensor and got no sensor signal. It was reported that the customer received sensor connected alert. It was unknown that customer was using auto mode or not. It was reported that the customer was also off the insulin pump for an hour and had not taken the correct bolus for dinner. Troubleshooting was performed. The insulin pump will not be returned for analysis.